Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Based on the information reviewed, a conclusive cause for thrombosis could not be determined in this complaint. The reported patient effect of thrombosis as listed in the mitraclip g4 system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention appears to be due to case specific circumstance as aspiration was performed to resolve the thrombosis. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. While advancing the steerable guide catheter (sgc), thrombus was noted at the tip of the sgc. The dilator was retracted and the thrombus was aspirated. The sgc was retracted and flushed then readvanced to continue the procedure. The clip delivery system (cds) was advanced and the grippers were tested when the physician accidentally detached the blue cap of the gripper lever. The cap was placed back on the device and the procedure continued. The clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.